Event description:
New information noted that the lead was capped and replaced on (B)(6) 2020. Patient condition was not reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the patient's right ventricular lead. The patient will continue to be monitored.